Manufacturer narrative:
This report is submitted on jun 1, 2023.

Event description:
Per the clinic, the patient experienced pain and redness at magnet site caused by the external magnet being too strong. This resulted in the development of a sore (initially thought to be a necrosis) at the implant site which was treated with a topical antibiotic and stopping use of the device until the area healed. The magnet was changed from a 2 to a ½ strength. The implant remains in-situ.